Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, e1, e2, e3, g3, g6, h2, h4, and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - drill. -a visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking and scratching on the drill body. Further inspection shows that the drill has fractured where the drill base meets the fluted portion of the drill. The drill tip was not returned. The device was reviewed with scanning microscopy. Fracture surface artifacts of ductile dimples suggest the overload failure. Semi-quantitive eds elemental analysis found the material to be consistent with stainless steel alloy. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d9, g3, g6, h2, h3, h6, and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the drill fractured during use. No fragments were retained by the patient; there was no patient injury as a result of the malfunction.